Event description:
A patient reported that their insulin pump's battery was not lasting as long as it used to, requiring daily charging. In addition, there was a nick on the corner of the screen, and the button would stick, necessitating multiple presses for it to function. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further troubleshooting. Task team calculated the battery depletion rate and estimated it to be approximately 20.49% per day, after which the case was closed.